Event description:
Facility reported a minor blood leak message occurred on the machine. The pt was 45 minutes into treatment when the machine alarmed with a blood leak alarm. Dialysate tested positive for blood. The pt lost 300 ml of blood. Pt is stable and had no adverse effects. Sample was discarded by the user facility; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.